Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported a loss of therapeutic benefit. Caller stated that the therapy is not working as well for their bladder symptoms. Caller stated that they are wearing a diaper and pad and it still gets wet because they don't have enough time to get to the bathroom. Caller mentioned they had bladder surgery in (B)(6) 2025 and they found 2 cancerous and 2 non-cancerous tumors in their bladder so they gave it a few months to recover from that before trying to adjust therapy. Caller clarified that the stim therapy issue started before this bladder/tumor surgery, stating it was "kinda working" and kinda not prior to the surgery and then after the surgery "everything went haywire" and they were still having accidents. Caller added that they texted the doctor's office and they told them to call the manufacturer for assistance in adjusting therapy. Agent walked caller through increasing stimulation on program a from 3.2ma to 3.6ma. Caller confirmed feeling stimulation in bicycle seat area and comfortable. Caller will maintain stimulation level and will continue to track symptoms. Redirected to doctor if issue persists. Additional information was received from a healthcare professional (hcp). The hcp reported that the device or therapy was not related to the bladder surgery or tumors. They noted that the patient was now being seen by another office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.